Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was observed. During a procedure to treat a lesion in the right coronary artery (rca), the physician noted that the 2.50 x 12mm taxus express2 drug eluting stent was bent. Further information has been requested but has not yet been received.